Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). (B)(4). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery after fixing a few screws on va-lcp volar rim distal radius pate, the surgeon asked whether the drill bit is broken. We found it to be broken, and checked the patient under x-ray and couldn't find any broken piece inside of the patient so he proceeded in closing the surgical site and completed the surgery. This report is 1 of 1 for com-(B)(4).